Event description:
Customer called lfs in 2002 alleging their meter was prompting the error 2 message. The error 2 issue with the meter was not resolved after troubleshooting. There was no adverse event reported. Customer stated they had not cleaned the meter. Meter is being replaced for the customer.